Manufacturer narrative:
(B)(4). Visual and functional analysis of the returned capio slim could not confirm either the alleged issues or any defect which could have contributed to the event. Visual inspection of the suture capturing device revealed no failure. The carrier was actuated three times and it extended and retracted without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior and posterior (ap) repair procedure performed on (B)(6) 2016. According to the complainant, while loading the needle onto the capio suturing device, the needle broke off and fell to the floor. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior and posterior (ap) repair procedure performed on (B)(6) 2016. According to the complainant, while loading the needle onto the capio suturing device, the needle broke off and fell to the floor. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.